Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) delivered inappropriate shock during an ablation procedure. No intervention was performed. The patient remained stable.